Event description:
It was reported that a user two days into ilet pump therapy experienced hyperglycemia with blood glucose exceeding 400 mg/dl, trending down to 390 mg/dl and later to 294 mg/dl, with device alerts for prolonged levels above 300 mg/dl; the user subsequently administered a subcutaneous insulin injection and disconnected from the pump per trainer guidance, with troubleshooting and education completed. Symptoms included fatigue and polyuria. Outcomes included no hospitalization, no professional medical intervention beyond coaching, no use of backup therapy until the single insulin injection, and no ketone testing. Investigation included remote troubleshooting and user education with planned follow-up training. Investigation of this case revealed no device malfunction identified and a cause that remained unclear, with the event occurring early in pump use while the system was adapting. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.